Event description:
It was reported to nova biomedical that a consumer's mother reported that her son, received a result of 8.8 mmol/dl (159 mg/dl) on their blood glucose meter. Her son experienced a hypoglycemic event after that reading. The consumer's mother corrected the event by having the consumer eat a snack and administered an unk amount of insulin. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.